Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), alopecia ("hair loss"), weight increased ("weight gain"), asthenia ("no energy"), abdominal distension ("bloating"), pain ("body aches"), fatigue ("fatigue") and pruritus ("itching"). The patient was treated with hysterectomy to remove the essure implant on (B)(6) 2016. Essure was withdrawn. At the time of the report, the uterine perforation, genital haemorrhage, rash, alopecia, weight increased, asthenia, abdominal distension, pain, fatigue and pruritus outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, rash, alopecia, weight increased, asthenia, abdominal distension, pain, fatigue and pruritus to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs (seen as uterine perforation) and heavy bleeding (seen as genital bleeding). These both reported events are anticipated in the reference safety information for essure. Coils were removed approximately 5 years and 6 month after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of perforation was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs (seen as uterine perforation) and heavy bleeding (seen as genital bleeding). These both reported events are anticipated in the reference safety information for essure. Coils were removed approximately 5 years and 6 month after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of perforation was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.